Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen (B)(6) 2019. The patient stated that while showering she noticed a red bump radiating outward from under the sensor patch. On (B)(6) 2019 the patient was prescribed nystatin cream. At the time of contact, it was indicated that the inflammation had decreased. No additional event or patient information is available.